Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead which resulted in oversensing. The device charged, however no inappropriate therapy was delivered. The noise was reproducible during lead provocative testing. Diagnostic imaging was performed, and no visible anomalies were noted. The lead was capped and replaced and was stable with no consequences.